Manufacturer narrative:
To date the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.

Event description:
It was reported the threaded axis did not thread smoothly into the support device during surgery. There was no injury to the pt. Surgery was delayed by 20 minutes.